Manufacturer narrative:
(B)(4). B. Braun medical inc. Is submitting a single report on behalf of b. Braun (B)(4) ( the manufacturer), and (B)(4) (the importer). (B)(4). Multiple attempts to obtain additional information from the reporter at the facility have not been successful. The actual device involved in the reported event has been received for evaluation. The investigation on the device is on-going at this time. A follow up report will be provided after the inspection results are available.

Event description:
(B)(4).